Manufacturer narrative:
The device was received and visually inspected. The device was normal and as expected. There was no indication of a deviation from the mechanical specification. A review of biotroniks post market surveillance database did not reveal any trend for this type of event. In conclusion, the device was mechanically as expected. The root cause for the observed device migration could not be determined.

Event description:
Device explanted due to migration causing the patient pain. Should additional information become available, it will be added to this file.